Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that they injected a patient with juvéderm® voluma¿ xc in the following areas ¿4 small bolues deep down to bone (on bone), along the cheekbone and one bolus (0.1) in the paraform on both sides¿ she then reports that 6 weeks later the patient was presented with right cheek swelling and pain. The swelling is in hairline (lateral) no signs of occlusion capillary refill was good. However, the patient was seen again and received 1.5 vial of hylenex with no resolution of pain and swelling. Patient also had a CT in urgent care more related to parotid glands (nowhere near injection site) the hcp treated the patient with ice, heat, 2 rounds of antibiotics, oral steroids, hylenex 1.5 vials to dissolve. The patient will be coming back but the hcp will not recommend more hylenex. The hcp clarified that deep down to bone meant they were injecting the cheek deep down to the bone. Additionally, the health care professional (hcp) reported that a patient was injected with juvéderm voluma® xc into the cheeks with a cannula. The right side was tender and swollen and the patient had a post inflammatory reaction after 6 weeks. Some of the fillers were dissolved. The patient had a cat scan of the face that showed a mass of 3 cm. The patient went to the ent and the hcp requested further attention.